Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user felt resistance when inserting the swg in the internal jugular vein and could not advance it as usual. Therefore, it was removed and replaced with another one from a new kit, which he/she could insert without problem and complete the procedure. No injury to the patient occurred. It is unknown if there was any visible damage to the swg at present.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. Large quantities of biological material were observed on the guide wire and inside the kit tray. Visual analysis of the guide wire revealed one kink towards the proximal end. Microscopic examination confirmed the kinking and revealed an offset coils on the guide wire. This resulted in the distal j-bend to be misshapen. The kink on the guide wire measured 29mm from the proximal weld. The offset on the coil wire measured 217mm from the proximal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.80mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. A lab inventory arrow raulerson syringe (ars) was attached to the returned 18ga x 1.5" introducer needle. The returned guide wire was then inserted through the subassembly. No resistance was encountered. Performed per IFU statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through analysis of the returned sample. Visual analysis revealed one kink and one offset coil. It was also noted that the distal j-bend was misshapen. It is assumed that the same event that resulted in the kinking/offset also contributed to the j-bend being misshapen. Despite the damage, the sample met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the user felt resistance when inserting the swg in the internal jugular vein and could not advance it as usual. Therefore, it was removed and replaced with another one from a new kit, which he/she could insert without problem and complete the procedure. No injury to the patient occurred. It is unknown if there was any visible damage to the swg at present.